Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 4.00 mm x 8 mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was stable following the procedure.